Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. Review of the sterilization records confirmed normal sterilization cycles for the products. The cause of infection could not be determined. Further information was requested but not received.

Event description:
It was reported that the patient presented for a follow-up in the clinic with infection at the implanted device pocket site. The physician explanted the entire system ¿ pacemaker and right ventricular lead due to infection. The patient's condition was unknown.

Event description:
It was reported that the patient presented to the emergency room with an infection and experiencing discharge and discomfort at implanted device pocket. The entire pacemaker was visible from the implanted device pocket opened incision site. The physician explanted the entire system ¿ pacemaker and right ventricular lead. There were no patient consequences reported.